Manufacturer narrative:
(B)(4). The fisher & paykel healthcare (fph) infant nasal CPAP prongs are a type of infant interface intended to deliver CPAP. Actions taken by manufacturer: a root cause failure investigation and a CAPA are under way to determine why the affected nasal CPAP prongs have disconnected during use and to determine corrective and preventative actions. A recall was initiated on 11 april 2014 to remove affected nasal CPAP prongs from the market and is currently being reviewed by the FDA recall coordinators at the (B)(4) district office. Fph is issuing this voluntary recall notice because it has received customer reports relating to certain lot numbers of certain models of nasal CPAP prongs detaching from the flexitrunk nasal tubing. The nasal tubing is not affected by this recall. The complaint nasal CPAP prongs were returned to fisher & paykel healthcare in (B)(4) for investigation. A visual inspection confirmed that this was one of the affected prongs.

Event description:
A hospital in (B)(6) reported that the bc4540 nasal CPAP prongs became disconnected from the nasal tubing and remain in the nose causing an interruption in therapy. They further reported an incident where the detached prongs were found in the patient's mouth. The prongs were sticking out of the mouth and the nurse used her hands to remove the prongs. This interruption in therapy led to a bradycardia and apnoea. The prongs were reconnected to the nasal tubing within seconds and the bradycardia and apnoea were resolved. There was no harm to the baby. The hospital further reported that the prongs initially feel firm but when switching from prongs to mask they feel stretched.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the bc4540 nasal CPAP prongs became disconnected from the nasal tubing and remain in the nose causing an interruption in therapy. They further reported an incident where the detached prongs were found in the patient's mouth. The prongs were sticking out of the mouth and the nurse used her hands to remove the prongs. This interruption in therapy led to a bradycardia and apnoea. The prongs were reconnected to the nasal tubing within seconds and the bradycardia and apnoea were resolved. There was no harm to the baby. The hospital further reported that the prongs initially feel firm but when switching from prongs to mask they feel stretched.